Event description:
"Filter feet got stuck at introducer hub junction. The entire system was removed and replaced with another of the same make to complete filter deployment." No further complications were reported.